Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported inability to remove the gripper line in this incident could not be determined. The reported gripper line break appears to be secondary effects of the inability to remove the gripper line, and therefore related to procedural conditions. Additionally, the reported foreign body in patient appears to be a result of the inability removing the gripper line. The reported patient effect of foreign body in patient (failure to retrieve mitraclip nt system components), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. The clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the gripper line separated and a portion remains in the anatomy. It was reported that on (B)(6) 2018, two mitraclips were implanted without issue in a patient with mixed, functional and degenerative, mitral regurgitation (mr) reducing the mr from grade 3-4 to grade 2. On (B)(6) 2018, the patient was hospitalized due to worsening mitral regurgitation, grade 4. Imaging was performed and the index procedure mitraclips remained stable and well seated on the leaflets, without a device issue. Per physician, the worsening mr was due to disease progression and not related to the clips. Another mitraclip procedure was performed that same day. Clip delivery system (cds 80126u187) grasped the mitral valve leaflets without issue and deployment was initiated. During removal of the gripper line, 6 inches were removed when resistance was noted. As troubleshooting, the operator slowly removed system curves and pointed the delivery catheter shaft directly at clip. The gripper line broke and separated but was still attached to the implanted mitraclip. It was decided to leave the separated gripper line in the anatomy. The delivery system was removed from the anatomy over gripper line and the gripper line was cut right below the skin level at the groin area. There was no further treatment provided for this issue and the mitraclip remains implanted at the intended area, stable and well seated. Mr had been reduced to grade 1-2. There was no clinically significant delay in procedure. No additional information was provided.